Event description:
A patient came to hospital as an outpatient for CT of abdomen/pelvis. A 20g IV cath was inserted into the right antecubital by the radiology staff. Optiray 350 contrast was started via the power injector. An IV infiltration was noted (approximately 120 cc's of optiary 350) in the right upper extremity. Arm was elevated and warm compress applied. Doctor notified. Edema/swelling/soreness present. CT not obtained and rescheduled.